Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted leaflet for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was unable to hold column. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.